Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to ER (emergency room) due to hearing an audible alert. The device was interrogated and it was found that the right ventricular (rv) lead's impedance increased and sensing had decreased. Lead displacement was suspected.the patient was scheduled for a lead revision. At the rv lead revision procedure the rv lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a lead failure due to possible header/connection issue. Additionally, it was noted that the device was also reposition when the right ventricular (rv) lead was repositioned. The patient is enrolled in the (B)(6)study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) defibrillation impedance was out of range. Diagnosis of lead dislodgement was noted. The issue was resolved with repositioning of the right ventricular (rv) lead.